Event description:
It was reported to nova biomedical that a consumer returned home from work and instead of eating, the consumer laid down and fell asleep. Several hours later, the consumer woke up to emts administering medical intervention. This is being reported as an adverse event under the FDA medwatch regulations. The meter will be returned for eval. The test strips will not be returned because they were used up.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.